Event description:
During verification testing at the manufacturing facility, solution leaked from a hole at the connection of the tubing and the inlet port of the cassette.

Manufacturer narrative:
One used device was received on (B)(4) 2013 and evaluated. The pt found that solution leaked from a hole in the tubing at the connection of the tubing and the inlet port of the cassette. The probable cause of the hole was due to excess solvent application that could cause the tubing to melt. This report represents all the info known by the reporter upon query by hospira personnel.